Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital due to a heart attack and high blood glucose of 385mg/dl. It was stated that the customer was wearing the insulin pump, and it was the fifth time the customer had a heart attack. It was stated that the customer was put on prednisone and on seventy pounds of fluid. Troubleshooting was declined as customer is in the hospital. No further information was provided.